Manufacturer narrative:
It was reported the patient is over 18 years old. Evaluation findings of clip would not release from catheter. Evaluation findings of bushing bent. Investigation results: visual examination noted that the clip assembly was mashed onto the bushing. Functional analysis revealed that the clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked into the capsule. Investigation found the clip assembly could not be deployed as the clip was mashed onto the bushing. Based on the condition of the returned device, the reported failure (clip fell off the tissue immediately) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the release was not working properly; the clip fell off the intended tissue immediately after being deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable. Investigation results revealed the clip mashed onto the bushing, therefore this is now an MDR reportable event.